Manufacturer narrative:
The device evaluation was completed on 15-dec-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve and an issue with sterilization compromised was reported. It was reported by the bwi representative that the catheter was not in a sterile packaging when opened. The catheter was replaced, and the issue was resolved. The case continued. No adverse patient consequence was reported. Device evaluation details: a picture showing device's box was received for analysis. Even when the picture is related to the reported event, it does not provide enough information to conclude it. All units are inspected before leaving the facility to avoid this damage. The customer complaint cannot be confirmed based on the picture received. The octaray nav device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Further analysis was not possible due to the original packaging was not available for this investigation. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve and an issue with sterilization compromised was reported. It was reported by the bwi representative that the catheter was not in a sterile packaging when opened. The catheter was replaced, and the issue was resolved. The case continued. No adverse patient consequence was reported. It was confirmed that they did not have a picture of it in the tray but when they opened the box. It was just the tray with the octaray in it. There was no sterile packaging at all. They shipped the catheter in the return kit box. The box or tray does not fit in the package (return kit) provided by biosense webster, so they removed it from those. The device was not used on the patient. There was zero sterile packaging, so it was unusable. There was no sterile bag. Only the tray and the catheter. The sterilization compromised issue is MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).